Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: pif received. Injury nos replace with new event medical device removal. Date of birth, date of removal, cluster ID was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('small area of perforation (from uterine sounding) in anterior mid body uterus') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure bilateral sterilization and thermachoice balloon ablation". The patient's medical history included uterine leiomyoma, menorrhagia, uterine leiomyoma and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove/total laproscopy, hysterectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: no. Of coils: essure coils were placed in each of the lateral tubal ostia leaving 3 coils remaining on each side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: medical device monitoring error, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: mr received. Reporter information, other relevant history, auto-narrative supplement , event: "essure bilateral sterilization and thermachoice balloon ablation" added. Event : " medical device removal " updated to " small area of perforation (from uterine sounding) in anterior mid body uterus" and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('small area of perforation (from uterine sounding) in anterior mid body uterus') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure bilateral sterilization and thermachoice balloon ablation". The patient's medical history included uterine leiomyoma, menorrhagia, uterine leiomyoma and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove/total laproscopy, hysterectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: no. Of coils: essure coils were placed in each of the lateral tubal ostia. Leaving 3 coils remaining on each side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: medical device monitoring error, uterine perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-feb-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.